Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, patient alleged that an audible squeak could be heard in the hip. The surgeon did not note any issues from patient radiographs. A revision procedure was performed on (B)(6) 2013 and the modular head was removed and replaced with an active articulation liner and head.